Event description:
During a supracervical hysterectomy, the surgeon was utilizing the device and it malfunctioned. Another device was utilized and it malfunctioned.a third device was utilized and it worked. There was no patient harm.